Manufacturer narrative:
Additional information will be provided upon investigation conclusion.

Event description:
It was reported that the sling clip detached during use. As a consequence of the eben however, during this incident the client fell on the bed. Therefore, no injuries were sustained.

Manufacturer narrative:
Arjo was informed about two events involving clip detachment with the same patient and the device. The events were registered under 9681684-2023-00050 and 9681684-2023-00053. This report concerns the first complaint received (registered under 9681684-2023-00053 ), the event involved an arjo ceiling lift maxi sky 600 and arjo sling clip (model: maa2040m-l. And serial number (B)(6)). Following the information provided the patient was transferred from a wheelchair to a bed (in a sitting position). When the patient was raised from the wheelchair, the caregiver pulled the patient forward from the wheelchair by pulling the spreader bar. When the patient was lowered to the bed the sling leg clip detached. There was no injury sustained. The device and the sling were inspected by arjo and no device malfunction was found. Once the clips are installed and the lifting has begun, the tension present during the transfer maintains a downward force on the clips ensuring they remain in the desired location on the lugs. Therefore, it is unlikely that clip go inward because it is stopped by the metal frame of the spreader bar. It cannot go outward because it is stopped by the spreader bar pin¿s mushroom shaped end of the lug. It cannot go downward it rests on the attachment lug, and it cannot go upward because it is pulled down by the weight of the patient. The instruction for use for maxi sky 600 contains explanation how the sling should be applied. Also contains warning: "it is vital to always check that the sling attachment clips are correctly attached and remain in tension as the weight of the patient is gradually taken up." Based on the provided information we are unable to determine the cause of reported clip detachment issue. To sum up, the arjo ceiling lift and clip sling were used as a system during the patient transfer. The clip detached from the lift spreader bar and from that perspective system did not meet its performance specification. We decided to report this complaint to the competent authorities due to the clip detachment during use.